Event description:
It was reported that both monitors/touch screens on the workstation of the system 9800 had problems. The right monitor touch screen not sensitive enough and the left monitor showed dark images. It was further reported that the hand switch for taking x rays was seemingly sticking intermittently and the system would not produce x-rays at those times. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction were verified. Both monitors were replaced and the replacements adjusted. The generator interface circuit board was replaced, found to be the cause for the hand switch to seemingly stick. The system was not generating the command for x rays, although the visual and audible indicators remained active. The system was tested and found to be working as intended and placed back into service.